Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source and usb insufficient current alerts were received. In addition, the battery insulin gauge was fluctuating. Customer's blood glucose ranged from 118-121. Customer plugged pump in multiple outlets to charge. The alerts cleared and pump display showed as 100%. The reported issues were resolved.